Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 44 mg/dl on their blood glucose meter and experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer getting a low result of their blood glucose meter. The consumer was treated with emergent food intake to raise her blood glucose level. Testing with the nova meter and test strips revealed that the device gave a low value showing our device performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for eval.